Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 375cc smooth mentor memorygel breast implant has experienced postoperative right-sided implant rupture. Patient noted a little discomfort on the right side. The patient underwent explantation without replacement on (B)(6) 2020, and right implant rupture was discovered by the surgeon.

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with 150cc mentor smooth round moderate profile saline breast implants, catalog # 3501615, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a rupture on the breast implant and breast pain. During visual inspection of the sample, a crease was observed on the posterior view. In addition, a tear measuring approximately 1.2 cm was found within an area of shell abrasion on the posterior view, causing a rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture.    The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).